Event description:
It was reported via stryker facebook page, "I got my knee replacement at 43 or 44! This was after that unispacer, which just caused pain. My hips hurt because my gate is off and my right leg is behaving like it's shorter than the left knee...the one with the replacement. ... Can't tell you how many post tkr manipulations I had because of scar tissue. Internal and external manipulations!"